Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional, but audio was distorted.

Manufacturer narrative:
(B)(4).